Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise during defibrillation threshold (dft) testing. The patient required external conversion. The pocket was reopened and the device was repositioned. This resolved most but not all of the noise. The following day, dft testing was performed again in a different room. No noise was observed. It was suspected that the noise was caused by device location as well as electromagnetic interference (emi). No adverse patient effects were reported. The device remains in service.